Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the needle exposed and protruding through the exposed soft cannula, near the distal tip. Found the needle mechanism fully retracted and the hard cannula not sitting in the slide retract. Found no damage to the slide retract and was able to sit the hard cannula into the slide retract. Blood was found on the device. The formed needle was inspected and no abnormalities were found.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient experienced ongoing pain while wearing the pod between 4 and 24 hours. Patient's mother removed the pod and noticed the needle had not retracted, which indicates a needle mechanism failure occurred. Mother also reported bleeding at the infusion site upon pod removal, and mentioned high blood glucose levels but no values were provided.